Event description:
It was reported that before an unk procedure, the tissue pad was partially detached. The device was not used for the pt, and another device was used to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.